Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3.5 months after the dental implant was placed in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted the patient's dehiscence and poor bone quality/quantity. The site was grafted due to a complication in the site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 3.5 months after the dental implant was placed in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted the patient's dehiscence and poor bone quality/quantity. The site was grafted due to a complication in the site. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).